Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit last night and that morning. The insulin pump alarmed battery out limit while not changing out the battery. It alarmed during normal use. Customer's blood glucose level was 246 mg/dl. The device was not returned.